Manufacturer narrative:
The cause for the discordant ipth results is due to possible interference. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Samples from patients routinely receiving high dose biotin therapy may show falsely depressed results. Additional information may be required for diagnosis."

Event description:
Discordant advia centaur ipth results were obtained for a patient sample. The patient was tested for ten months and the ipth values ranged from 100 to 1400. The patient was redrawn and the sample was split to be tested at the customer site and at a sister laboratory. The results from the sister laboratory using an alternate method were lower than the result on the advia centaur. The customer diluted the sample on the advia centaur and the result was lower than the neat value. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ipth results.